Event description:
It was reported a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by turbid dialysates and abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the same day as onset for the event. Treatment was not reported. At the time of this report the patient was recovering from this peritonitis event. It was reported that since hospitalization, apd had been stopped and the patient was transferred to continuous ambulatory peritoneal dialysis. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.